Event description:
It was reported that the insulin pump alarmed no delivery during insulin bolus delivery. It was stated that it alarmed no delivery; customer changed the infusion set and reservoir and a few hours later it happened again. Customer does not trust the pump and requested its replacement. Blood glucose value is 300 mg/dl. Customer stated the alarm was resolved by a complete infusion set and reservoir change. Nothing further reported.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery alarm test. No unexpected excessive no delivery alarm was noted. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads and minor scratches on the display window.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.